Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, increased capture threshold was observed on the right ventricular (rv) lead. During an unrelated procedure, fluoroscopy was performed and the physician suspected externalized conductors on the rv lead. The event was resolved by capping and replacing the rv lead during the unrelated procedure. The patient was in stable condition.